Event description:
It was reported that the patient called to the clinic because they noticed increased redness and small amount of clear drainage from the wound site. They were negative for fever, malaise, pain at the site, or tugging at the driveline. They were being treated with antibiotics.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that he patient was given antibiotics for 7 days and the infection resolved without sequelae on 06jul2022.